Event description:
Baxter manufacturing facility complaint coordinator forwarded user facility medwatch report (B)(4) to corporate product surveillance (cps) (B)(4) 2010. The report dated (B)(4) 2010, states, "buretrol casing cracked; needleless port in top of buretrol formed a hole after use, exposing contents to air." Event date is recorded as (B)(6) 2010. Product code and lot number are unknown; product is described as "buretrol add on set." No injury is reported. No further information is available at this time.

Manufacturer narrative:
A 510k number will not be submitted as product is unknown. Sample availability is unknown at this time. Should the sample be returned/evaluated or additional information becomes available, a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). The assignable root cause could not be determined.